Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/ break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k312 was conducted. There were no non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k312 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/ break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/ break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 877 ml of whole blood had been processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned kit and smart card data for investigation.

Manufacturer narrative:
The complaint kit was returned for investigation. The smart card was not returned; therefore, the reported alarm could not be verified. Visual inspection of the kit found no obvious manufacturing issues. The centrifuge bowl was broken into pieces confirming the reported centrifuge bowl break. Inspection of the centrifuge bowl found a large piece of the outer bowl was still connected to the bowl base. In addition, the weld between the outer bowl and bowl base was still intact throughout the circumference of the bowl. Therefore, the bowl breakage occurred in the material and not at the weld. There were no flow restrictions observed within the kit, and the red cell pump tubing loop length was within specification. A material trace of the bowl assembly and its components used to build kit lot k312 found no related non-conformances. The requested device history record review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the reported alarm #45: red blood cell pump and centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 08-oct-2021.